Manufacturer narrative:
Additional review of the event determined the event was caused by use error. There was no malfunction and no death or serious injury. The initial event was not a reportable malfunction. H3 other text: additional review of the event determined the event was caused by use error. There was no malfunction and no death or serious injury. The initial event was not a reportable malfunction.

Manufacturer narrative:
Block a: no report of patient involvement. The frame of the unit was replaced to resolve the issue.

Event description:
It was reported that while the machine was being moved form the a sister hospital, the device tipped over and broke the bracket that mounts the vent display and monitor above it. There was no injury.